Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.3, re-test: 3.9 (different finger). (Milked finger on 5.3 result). (Approx 5 minutes between tests). (Nurse with pt self tester/daughter). Nurse increased coumadin dose to 1.5 pills on (B)(6) 2011.